Event description:
It was reported via the stryker facebook page; in 2016 I had my right knee replaced. It is a stryker knee. All went well until 2022. The polyresin parts started breaking down creating debris in my knee. So I had a revision to replace the parts. It has been over a year and pain levels are still a problem. This is something to consider when you need a joint replaced.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.